Event description:
It was reported that an infusor had a ruptured bladder when it was unpacked. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. A batch review was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.